Event description:
The device was used on a person diagnosed in cardiac arrest. The patient's down time was reported as 30 to 40 minutes. The patient was described as pulseless, apneic, with pupils fixed and dilated. The device reportedly displayed a continuous connect electrodes alarm and use of the device was inhibited. The device operator used a second set of electrodes with no change in device behavior. Another ambulance arrived and using their monitor diagnosed the patient as asystolic. The patient was not resuscitated. A clinical review of the reported event by medtronic concluded that the device did not cause or contribute to the patient's outcome. This opinion was based on an assessment of patient's condition.

Manufacturer narrative:
Medtronic continues to investigate the reported event.